Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
On (B)(6) 2020, the patient visited the doctors for an infection that occurred on (B)(6) 2020 it was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. There was reportedly puss and drainage from the infusion site (hip/buttocks) once the pod was removed. The patient was prescribed cephalexin 500 mg and was discharged after approximately 125 minutes.